Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a capsule tear occurred during implantation of a light adjustable lens (lal, sn: (B)(6), +18.0d). The lal was explanted, an anterior vitrectomy was performed, and another 3 piece iol was implanted in the sulcus.